Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was not able to confirm the reported complaint. No broken parts were found upon visual inspection. The instrument passed a self check and moved intuitively. Electrical continuity testing was performed and passed. No trouble was found and no material was missing. A small piece of conductor wire was returned with the endowrist one vessel sealer instrument. Failure analysis did confirm that the piece of wire returned was not part of instrument returned for failure analysis. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the endowrist one vessel sealer instrument allegedly broke off into the patient and the fragment was retrieved. There is no indication that the patient experienced a serious injury because of the reported issue. If additional information becomes available, the complaint will be re-evaluated.

Event description:
It was reported that during a da vinci si surgical procedure, an internal cable controlling the articulating part of instrument broke during use. The site stated that they did not know this piece was broken or missing but it was seen on visualization of the patient's abdomen via camera and removed. On (B)(6) 2015 intuitive surgical inc. (Isi) contacted the initial reporter and obtained additional information regarding the reported event. The customer confirmed the fragment was retrieved from the patient laparoscopically during the same procedure and that no patient harm occurred and to her knowledge, the patient has not returned due to complications related to the reported event. She stated the fragment was a little piece of wire that she thought came from the inside of the instrument. The procedure was completed with another instrument of the same type.